Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultrasoft blood sampler was broken. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 7:00pm, she discovered that the threads on the subject blood sampler was allegedly stripped or damaged. The patient stated that she manages her diabetes with oral medication (unknown type and dose). At an unspecified time on (B)(6) 2011, the patient claimed to have developed symptoms of being "dizzy, shaky, and disoriented" and on that same day, at 1:45pm, took more food/drink in response to the alleged issue. Fifteen minutes later, the patient reported calling ems who tested her blood glucose level with their own meter (unknown type) and obtained a reading of "72 mg/dl" and treated her accordingly with glucose tablets/glucose gel. At the time of troubleshooting, the cca determined that the patient was using the blood sampler as recommended per the owner's booklet and that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and medical treatment was received after the alleged issue began. In addition, the reported issue with the subject blood sampler remains unresolved with troubleshooting.